Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart alarm and low battery. The customer¿s blood glucose level was 100 mg/dl. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.